Event description:
I had essure implanted around 6 or 7 years ago. Since then I have been having aches, migraines, heavy painful menstrual cycles and seizures. Also I have not been intimate with my husband because of pain, depression, and tooth decay. FDA safety report ID# (B)(4).